Manufacturer narrative:
D10)device received by manufacturer (b)(5)2019. H6) the device was returned and evaluated with a cross functional team on (B)(6) 2019. The evaluation found no significant damage to the tip of the device or the marker band. There were no voids in the epoxy and no cracks or splitting on the marker band. It was reported that the device was not being flushed with saline in the manner that is recommended. When the recommended 20 ml bolus of saline and continuous flush do not occur, it is likely that contrast will stay in the area of lasing. When contrast is present in the field of lasing and the laser is activated, the radiopaque marker bands may loosen or disengage from the catheter. The facility and physician have been made aware of this concern.

Manufacturer narrative:
Device has not yet been received for evaluation. However, it was reported that the device was not being flushed with saline in the manner that is recommended. When the recommended 20 ml bolus of saline and continuous flush do not occur, it is likely that contrast will stay in the area of lasing. When contrast is present in the field of lasing and the laser is activated, the radiopaque marker bands may loosen or disengage from the catheter. The facility and physician have been made aware of this concern.

Event description:
A philips representative reported that during a coronary laser atherectomy procedure to treat a calcified lesion in the mid left anterior descending (lad), a spectranetics coronary laser atherectomy catheter was utilized. When the physician removed the device from the patient after lasing, they found the radiopaque marker had detached from the catheter within the patient. They were able to remove the radiopaque marker with a snare and complete the procedure. No impact on patient outcome.